Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) will not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, transistor q13 was defective on the defibrillator board causing the test failure. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.